Manufacturer narrative:
(B)(4)

Event description:
It was reported that during automatic pacing threshold test, ventricular pacing was not successful due to over sensing. No intervention was performed, the physician decided to continue monitor the patient only. The patient's condition is fine.